Manufacturer narrative:
Pump received with constant cycle of new software release detected and incorrect pump model number in flash alarm due to motherboard other electronics defect. The buttons are not responding due to mother board other electronics defect noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call that insulin pump received a "new software release detected" alarm and was not able to clear due to buttons not responding. Customer was advised that insulin pump would need to be replaced.